Manufacturer narrative:
Additional information was received that the patient was also having intermittent stimulation.

Event description:
A report was received that the patient was having intermittent dysfunction of the stimulation and stimulation no longer covering the patient's pain. The patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well post operatively.

Manufacturer narrative:
Device evaluation indicated that the device passed all tests performed. The complaint regarding intermittent stimulation was not verified. Upon receiving, the device measured 3.78 vdc, and it was charged to 3.99 volts in one charge cycle. The ipg was investigated with known good test leads. Impedance measurements were within the expected range. Device exhibits normal charging and discharging characteristics. The monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the electrodes. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The device passed the required tests and exhibited normal device characteristics.

Event description:
A report was received that the patient was having intermittent dysfunction of the stimulation and stimulation no longer covering the patient's pain. The patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well post operatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having intermittent dysfunction of the stimulation and stimulation no longer covering the patient's pain. The patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well post operatively.